Event description:
During total knee arthroplasty, while surgeon was making the femur cuts with the four in one cutting block, one of the drill bits broke interosseously. It was not able to be retrieved. Approximately, two centimeters was retained. There was no adverse outcome.